Event description:
Ous MDR - after an implantation time of about 42 months, inappropriate shock deliveries were reported. There were no other adverse patient effects reported. This lead was explanted.

Manufacturer narrative:
Ous MDR.